Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Date of event: unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A device history record review was performed on part # 03.632.036/ lot # h058019: release to warehouse date:(B)(6) 2016, supplier: (B)(6). No non conformance reports (ncrs) were generated during production. Review of the device history records showed that there were no issues during the manufacturing of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had matrix procedure performed on (B)(6) 2017 at the l4-l5 disc level for a transforaminal lumbar interbody fusion (tlif). Hospital reported that the surgery was completed successfully with no harm to the patient or delay in surgery. Post-operatively on (B)(6) 2017 it was reported by the hospital technician that the matrix long holding sleeve was pulled from the pan and had a small nick in the top thread that hindered a smooth screw loading process. Instrument was later tested and was found that the screw would not load smoothly. No other information is available. Concomitant device: unknown screw (item # unknown, lot # unknown, quantity each). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was performed. The returned holding sleeve was confirmed to have a small chip out of the most distal thread. The device has surface wear which does not impact functionality. No other issues were noted. A visual inspection, drawing review and device history record (DHR) review were performed as part of this investigation. The complaint is confirmed. Replication of the complaint condition is not applicable as the device is already damaged. Relevant drawings were reviewed during investigation. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No definitive root cause was able to be determined. The thread likely became chipped due to rough handling during use. There were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.